Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during drain 1 of 5 on the homechoice machine(hc). The home patient(hp) that system error 2367 alarm also occurred. The technical service representative(tsr) explained the alarms and assisted the hp to cycle power off and on twice to clear the alarms. The tsr assisted the hp to cycle power back on and remove the set. The tsr advised the hp to start over with all new supplies. The hp stated he is not sure how air got into the system. The tsr advised the hp to start over with new supplies. The hp stated the patient line is full of air. The caregiver(cg) was contacted on (B)(6) 2011. The cg stated this was an isolated event. The cg stated they did not develop any adverse reactions or need any medical intervention. The cg stated that after starting over with new supplies no further issues were found. The cg also stated that the supplies have already been discarded and no further information is available at this time. The cg also stated no companion samples were available. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.